Event description:
It was reported that the equipment overheated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product has been received at stryker endoscopy, USA. The investigation as follows: alleged failure: overheated equipment the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause of the failure is fluid ingress, potentially due to a compromised or damaged bond between the polyimide tubing and the suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the equipment overheated.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: overheated equipment. Probable root cause: heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut. User errors: nonbendable probe bent with probe bender, or a bendable probe bent with anything other than the stryker rf probe bender. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. Probe handle is submerged in liquid or suction tube is cut. Pinch clamps left closed when suction is desired or open if suction is not being used. Incorrect fluid management. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the equipment overheated.